Event description:
While setting up the or for a patient procedure, both the anesthesiologist and the circulating nurse noted a smoke-like smell. It was discovered that the or table had smoke coming out from the ac plug at the base of the table. A code red was immediately called and fire alarm initiated.======================manufacturer response for or table, steris / amsco (per site reporter)======================field service representative, with the help of clinical engineering, checked this or table and all others for electrical safety.